Manufacturer narrative:
The device is an instrument and not for implant/explant use. Returned to manufacturer on 1/8/2014. Date received by manufacturer 1/11/2014. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of service repair history records and additional evaluation have been requested. Placeholder.

Manufacturer narrative:
The device is used for treatment, not diagnosis. The manufacture date of this item is 3-mar-2008. The source of the manufacture date is the release to warehouse date. An additional evaluation/power tool evaluation was completed on 6/23/2014. The power tool was with a blemished housing. The report concluded: the customer did not allege or identify any specific deficiency; it was observed during routine service and repair of the(lot 003062) small battery drive that it is running hot, vibrating, making loud unusual noise and fails torque test. The ball bearings, motor assembly, or (ecu) electronic control unit are most likely damaged from normal use over time. A service history of the past six months from the awareness date has been reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue.

Event description:
It was reported by the synthes engineer technician a small battery drive (part #532.010; lot # 003062) was returned for service under complaint (B)(4), indicating the device was losing power. During the manufacturing evaluation of the device for complaint (B)(4), it was also observed/noted that the small battery drive was making a loud, unusual noise, had a vibration, was getting hot, and failed the torque test. This report event is for one device instrument, small battery drive. This is report 1 of 1 for complaint # (B)(4).